Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The device was also received with minor scratches on the lcd, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer poured water over head to cool off and a little water got on the insulin pump. Customer's blood glucose was 90 mg/dl. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.